Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00247.

Event description:
It was reported that the tip of a vital t27 final driver broke off in a set screw while attempting to remove a previously-placed construct. Then a tab on the tip of a zyston straight inline inserter broke off while it was being connected to a previously-placed cage. Both fragments were recovered from the patient and alternative instruments were used to complete the procedure without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Device evaluation visual inspection revealed that one of the prongs at the tip of the inserter was fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a vital t27 final driver broke off in a set screw while attempting to remove a previously-placed construct. Then a tab on the tip of a zyston straight inline inserter broke off while it was being connected to a previously-placed cage. Both fragments were recovered from the patient and alternative instruments were used to complete the procedure without patient impacts.this is report one of two for this event.